Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had damage to reservoir compartment. The blood glucose at the time of the incident was 134 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with partial broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap locks into the reservoir compartment properly noted.